Event description:
It was reported to philips that the system could not boot up normally. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the power tray in the m cabinet was defective. The cause of the power tray failure could not be conclusively determined by the supplier's part analysis, however the replacement of the power tray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.